Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2022 and suture was used. During use on the patient the needle broke when sewing in surgery. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: four photographs were received for evaluation. The needle was observed with use, body fluids, marks, distorted in the original curvature and broken. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information is tracked for potential safety signals through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the size of the needle used? ------- 45mm. Was more than half the needle retained in the patient? --------no. Where was the needle retained; in what structure? The needle was retained from the patient. Any additional tissue dissection damage due to searching for needle?--------no. Were x-rays performed to localize the needle?-------no. Was the needle removed from the patient?------no. Device return status?-------yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.